Event description:
Two surgeries (both tahs) used new disposable pks plasmaseal open forceps from gyrus medical. Rep present to provide technical support during both surgeries. Rep does not recall any problems with the devices or technique by surgeon. Both pts later developed post-op hematomas. Each pt had a CT & rec'd 2 units of blood each. Stay was prolonged approx one day (per resident). Product used was disposed of. Rep has taken remaining product - lot 6263139 for further review and testing to make sure there was not a problem with devices from this lot.

Event description:
Two surgeries on 11/07/06 (both talts) used new disposable pks plasmaseal open forceps from gyrus medical. Rep john cigliotti present to provide technical support during both surgeries. John does not recall any problems with the devices or technique by surgeon. Both pts later developed post-op hematomas. Each pt had a CT & rec'd 2 units of blood each. Stay was prolonges day. (Per dr jordan, resident0 product used was disposed of on 11/07/06 john has taken remaining product - lot 6263139 for further review and testing to make sure there was not a problem with devices from this lot.